Event description:
Information received by medtronic indicated that the insulin pump reservoir was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = black. Pump was returned for alleged broken retainer ring on (B)(6) 2021. Pump could not pass the displacement test and p-cap could not lock properly into reservoir due to partially broken retainer. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked reservoir tube lip, partially broken retainer, missing serial number label, and minor scratches on lcd window. In summary, customer allegation for retainer ring damage was confirmed where partially broken retainer and cracked reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.